Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2921 removed.

Event description:
This was reported as a closure of a mildly calcified, unspecified access site, using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, one prostyle suture was successfully pre-placed; however, with the second and third devices, cuff misses occurred as the sutures did not come out. A fourth, new prostyle suture device was successfully pre-placed. The sheath was upsized to a 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.